Event description:
Medwatch number (B)(4). It was reported that post a stenting treatment procedure, stent occlusion occurred and the patient had a myocardial infarction. The patient presented to the emergency room with acute coronary syndrome (acs). The discrete 90% stenosed target lesion was located just distal to the right posterior lateral. There was also a 70% stenosed, long lesion in the proximal to mid right posterior descending artery (pda). A 2.5x12mm taxus liberte stent delivery system (sds) was advanced to the right post lateral lesion. After deploying the stent, there was 0% stenosis and timi iii flow. Next, a 2.5x12mm apex balloon was used to dilate the right pda. A 3.0x23mm taxus liberte sds was advanced and the stent was deployed resulting in 0% stenosis and timi iii flow. The patient was administered aspirin, plavix and heparin. The patient was discharged on aspirin and plavix. After an unspecific time period, the patient returned to the hospital with chest pain lasting an hour. The patient had an st elevated myocardial infarction (stemi). Angiography revealed the 3.0x23mm taxus liberte stent in the right pda was widely patent. However, the 2.5x12mm taxus liberte stent in the right post lateral was completely occluded. A 2.5x15mm apex balloon was advanced to the occlusion and inflated four times resulting in 20% stenosis with timi iii flow. The patient was administered asa, prasugrel and heparin.

Manufacturer narrative:
If implanted, give date: 2009. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).